Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. The displacement test, prime test, basic occlusion test, occlusion test, and excessive no delivery test could not be performed or the motion sensor test failure alarms verified due to the motor error alarms. The device was received with cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm due to the reservoir being empty. She tried yo change the set and received a motion sensor test failure alarm during rewind. The blood glucose at the time of the incident was 334 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.